Event description:
The customer reported that insulin is leaking between the p-can and the reservoir compartment. The reservoir was removed and a strong smell of insulin noted, but there was no insulin in the reservoir compartment. The blood glucose reading was 104mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.